Manufacturer narrative:
Upon receipt, the lead was found dissected some 47 cm proximal to the lead tip. Only the distal lead fragment was received for analysis. It is reasonable to assume that the lead was dissected during the explantation procedure. The returned lead fragment was extensively analysed. The inspection demonstrated a rubbed through insulation at approx. 9.5 cm proximal to the lead tip. In this area of the lead the conductor cable to the rv shock coil was found fractured. These damages can be considered to be the cause of the clinical observation as mentioned in the complaint description. Based on the characteristics as well as the location of the damages, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of an interaction between the lead body and a nearby lead. This conclusion is also supported by the x-ray images additionally returned for analysis. The deformations of the vcs shock coil occurred most likely during the explanation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - after an implantation period of about 40 months, shock impedance values > 150 ohm were reported. All other measurements were in range. On the basis of x-rays a possible insulation failure of the lead was suspected. The lead was explanted and returned to biotronik for analysis. No adverse patient side effects have been reported.